Event description:
Removal of implant due to increased pain. Pathology report of synovium of left knee showed "foreign body reaction" compatible with reaction to prosthetic device.frozen section report:"refractile foreign material and black foreign pigment with giant cell reaction."hx osteoarthritis.